Event description:
It was reported that during an unknown procedure, several structural leakage problems with the devices, the trocars had several problems during operation in a range of losing "pneumoperitoneum" to having alot of co2 loss higher than normal. The trocars have leakage through the rubbers/seals and when a 11mm instrument is in the trocar. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that devices (b and c) were received in good visual condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. A leak test was performed and each device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b and c additional information: batch # unk, expiration date: unk, manufacturing date: unk.